Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
The patient complained of pain in the groin area post op. Subsequent xrays showed a medial wall fracture in the acetabulum. The patient's pain persisted and the decision was made to revise the acetabulum. The patient was brought to the operating room where the psl cup was removed and a new tritanium revision shell was put into place.

Manufacturer narrative:
An event regarding an acetabular periprosthetic fracture involving a trident shell was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: not performed as no medical records were received for review by a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined due to a lack of provided information. Further information such as pre- and post-operative x-rays, primary operative reports, medical records, patient details, hepatology reports and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information and/or device become available, this investigation will be reopened.

Event description:
The patient complained of pain in the groin area post op. Subsequent xrays showed a medial wall fracture in the acetabulum. The patient's pain persisted and the decision was made to revise the acetabulum. The patient was brought to the operating room where the psl cup was removed and a new tritanium revision shell was put into place.